Manufacturer narrative:
Other text: one cadd legacy 1 pump was received to investigate the reported double beeping. The pump was received in fair condition with damaged housing. A DHR review, device history review, was performed subsequent to the manufacturing of the device and prior to its release. The event log showed no evidence of the reported issue. To further investigate, a power up was performed. The moment the device was powered up the device started double beeping. It was determined to be caused by the downstream sensor. The downstream sensor was replaced. No further actions taken.

Event description:
Information was received indicating that the cadd legacy 1 pump displayed a double alarm that the cassette can not be attached. There was no patient involved.